Event description:
It was reported that the customer went to the hospital two weeks ago. Customer stated that there was ER visit for her high blood glucose levels. Customer's blood glucose level was 1200 mg/dl at the time of the visit. Customer had diabetic ketoacidosis and was wearing the insulin pump at the time of the ER visit. Customer stated that the cannula was bent when it was removed, but was not leaking. Customer declined troubleshooting at this time. No additional info provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.